Manufacturer narrative:
Additional information to b5: patient reported taking antibiotics for 7 days (3 times a day, each pill was 500 mg).

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. Symptoms include excessive pain, redness and swelling. The patient went to the emergency room and was prescribed antibiotics to take for 7 days (3 times a day, 500 mg each pill). The pod was removed before receiving treatment. The patient was released from the emergency room after an hour and a half. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. Symptoms include excessive pain, redness and swelling. The patient went to the emergency room and was prescribed antibiotics to take for 7 days. The pod was removed before receiving treatment. The patient was released from the emergency room after an hour and a half. A new pod was applied.